Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was being repositioned due to dislodgement. A revision procedure was scheduled to reposition the leads. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated that the patient was non-compliant with the physician's recommendations to keep his left arm in a sling, nor would the patient keep his arm at his side. The patient also admitted that he had been in a fight with another man shortly after leaving the hospital. These issues most likely attributed to the leads dislodging. A revision procedure was performed and the leads were successfully repositioned.